Manufacturer narrative:
(B)(4). Per the customer, the sample will not be returned to baxter for evaluation. However, a photo of the device was received by baxter. Should the sample and/or additional information be received, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4) - device evaluation: sample was not received by baxter for evaluation. Rupture was not confirmed due to sample unavailability. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress (CAPA (B)(4)).

Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during storage. The device was filled with a solution of ceftazidime and saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is not available, although a photograph is available for evaluation. No additional information is available.